Event description:
It was reported that the physician had difficulty removing the catheter from the left jugular vein. The procedure required a hemisternotomy. The catheter had been indwelling for (2) years.